Manufacturer narrative:
The surgeon reported that there was no malfunction with any da vinci system or instrument. Possible interaction with 3rd party stapler and existing staple line. Review of the system logs for this procedure found no errors related to the reported event. The system logs from before and after this procedure were also reviewed, and there were no other occurrences that would suggest faults related to the reported event. Stapler log review for the endowrist 30 curved-tip stapler found the instrument was installed on the system 3 times and fired 3 reloads (2 white, followed by 1 green). Clamping and firing with the first install was completed successfully. With the second install, clamping stopped before completion. On the third install, clamping and firing was completed successfully. The instrument was then removed and not used again in the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted and laparoscopic right pulmonary lobectomy, the patient experienced bleeding, requiring conversion to an open procedure. There was a separate port in place for the laparoscopic instrument(s). The surgeon reported that during stapling with a 3rd party laparoscopic endo gia stapler, the right superior segmental artery was injured. The bleeding occurred after the endo gia stapler was fired and removed. When the bleeding started, the procedure was converted to open and the artery was repaired with sutures by a vascular surgeon. It was stated that the bleeding was from the pulmonary artery at a site separate from where they were stapling at the time. There were no da vinci instruments used around the vessel that was bleeding. While dissection in the area had occurred earlier with da vinci instruments, there was no significant bleeding until after the endo gia stapler was fired. The bleeding was noted to be from an area that was previously stapled using a da vinci 30 curved tip-up stapler that was hemostatic and was not bleeding until after the endo gia staple fire. The surgeon stated it was uncertain if the endo gia stapler got caught on the other staple line as the visibility was not clear enough. The surgeon stated that there were no da vinci system or instrument malfunctions. The estimated blood loss was 2l and the patient was transfused with 3 units of packed red blood cells. The patient did well post-operatively and was discharged home in the normal amount of time post-robotic lobectomy.